Event description:
It was reported that device entrapment occurred. The patient presented with lower extremity swelling for a venogram and stenting procedure. The 66% stenosed target lesion was located in the non-tortuous and non-calcified vessel. An 8f sheath was inserted over a 0.035 non-boston scientific guidewire. The opticross 35 imaging catheter was advanced for ultrasound examination of the target lesion and imaging was performed without incidence. When an attempt was made to remove the catheter, the catheter became stuck on the wire and the devices had to be removed together as a unit. After removal, it was noted that the catheter was shredded mid shaft and stuck on the wire. Since necessary imaging had already been gathered, the procedure continued. A stent was deployed without any issues to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
Pro code (product code): obj, itx.